Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The on/off switch was replaced to fix the reported issue.

Event description:
During ge healthcare engineering testing, it was noticed that the unit shut down and start up continuously. The on/off switch was identified as defective. There was no reported patient involvement.